Event description:
The distributor contacted animas on (B)(6) 2012 alleging that the up and down keypad buttons are unresponsive. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012: testing confirmed the contrast and down buttons are intermittently responsive. The keypad was intact and when removed for investigation, contamination was found under all button contacts.